Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil embedded in pelvic wall') in a 25-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation, brain tumor and migraine. Previously administered products included for birth control: mirena from 2005 to 2012. Concomitant products included ethinylestradiol;norgestimate (sprintec) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/ migraine headache"), headache ("headaches") and musculoskeletal pain ("shoulder pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypoaesthesia ("numbness in arm and hand"), fatigue ("fatigue"), neck pain ("neck pain"), paraesthesia ("tingling right arm") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, tooth disorder and gastrointestinal disorder outcome was unknown and the pelvic pain, back pain, hypoaesthesia, musculoskeletal pain, neck pain and paraesthesia had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, paraesthesia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: b02268, manufacturing date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil embedded in pelvic wall') in a 25-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation, brain tumor, migraine, migraine without aura, carpal tunnel syndrome, craniotomy, neck pain, glioma and uterine bleeding. Previously administered products included for birth control: mirena from 2005 to 2012. Concomitant products included ethinylestradiol; norgestimate (sprintec) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/ migraine headache"), headache ("headaches") and musculoskeletal pain ("shoulder pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypoaesthesia ("numbness in arm and hand"), fatigue ("fatigue"), neck pain ("neck pain"), paraesthesia ("tingling right arm") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, tooth disorder and gastrointestinal disorder outcome was unknown and the pelvic pain, back pain, hypoaesthesia, musculoskeletal pain, neck pain and paraesthesia had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, paraesthesia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: negative for hyperplasia or malignancy.. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: acute and chronic cervicitis. Endometrium: secretory pattern. Myometrium, serosa, and bilateral fallopian tubes: no significant histologic alteration specimen: uterus and cervix, both fallopian tubes. Lot number: b02268 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review on 02-sep-2020, case (B)(4) was identified as duplicate of this current case (B)(4) and all the information is being transferred to this remaining case and duplicate case was marked for deletion. Transferred information included: reporter, references and source document. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil embedded in pelvic wall') in an adult female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation. Previously administered products included for birth control: mirena. Concomitant products included ethinylestradiol;norgestimate (sprintec) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("numbness in arm and hand"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and paraesthesia ("tingling right arm"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, hypoaesthesia, back pain, musculoskeletal pain, neck pain and paraesthesia had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, fatigue, headache, hypoaesthesia, migraine, musculoskeletal pain, nausea, neck pain, paraesthesia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil embedded in pelvic wall') in a 25-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation, brain tumor and migraine. Previously administered products included for birth control: mirena from 2005 to 2012. Concomitant products included ethinylestradiol;norgestimate (sprintec) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/ migraine headache"), headache ("headaches") and musculoskeletal pain ("shoulder pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypoaesthesia ("numbness in arm and hand"), fatigue ("fatigue"), neck pain ("neck pain"), paraesthesia ("tingling right arm") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, tooth disorder and gastrointestinal disorder outcome was unknown and the pelvic pain, back pain, hypoaesthesia, musculoskeletal pain, neck pain and paraesthesia had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, paraesthesia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: reporter, patient demographics, medical history were added. Added events abnormal bleeding (vaginal, menorrhagia), dental problems, abnormal bleeding (general)dyspareunia (painful sexual intercourse), lower abdominal pain, shoulder pain, gastrointestinal or digestive system condition type. Updated reported events term, onset dated of events. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil embedded in pelvic wall') in an adult female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation. Previously administered products included for birth control: mirena. Concomitant products included ethinylestradiol;norgestimate (sprintec) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("numbness in arm and hand"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and paraesthesia ("tingling right arm"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, hypoaesthesia, back pain, musculoskeletal pain, neck pain and paraesthesia had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, fatigue, headache, hypoaesthesia, migraine, musculoskeletal pain, nausea, neck pain, paraesthesia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received- previously reported event "injury to herself" updated to "left coil embedded in pelvic wall", events-"migraines, headaches, nausea, numbness in arm and hand, dysmenorrhea (cramping), fatigue, pelvic pain, lower back pain, shoulder pain, neck pain, tingling right arm", concomitant and historical drug, medical history, lot number, lab data added, events- "lower back pain, pelvic pain, shoulder pain, neck pain, tingling right arm, numbness in arm and hand " outcome updated to "recovered / resolved". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.